Manufacturer narrative:
The investigation for the product damage, positioning issues, and thrombus has been completed. The pump was not returned for investigation. Data logs show several impella position unknown alarms. As per the clinical, pump position was reported as deep. The catheter was jumped back after pressing the blue locking button. The md felt resistance during repositioning. Later, the md found a clot encompassing the axillary graft, which caused the pump to be advanced. The pump was placed successfully after the removal of the clot. During repositioning, the sterile sleeve was found broken. The cause of the first positioning issue was most likely cath anchor use issue, based on clinical details. The cause of the second positioning issue was a patient condition related to thrombus buildup in the graft, which prevented the pump from being properly repositioned. The cause of the sterile sleeve damage issue was most likely use related, based on clinical details. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The user facility reported an 71-year-old patient with cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. It was reported the impella 5.5¿s position was too deep. When the blue locking button was pressed, the catheter moved back approximately five centimeters as if tension had been built up. The doctor tried to advance the pump but met resistance. The doctor then had to reopen the pocket on the right chest to evaluate further. The doctor found and removed a clot on the axillary graft and then repositioned the impella 5.5. The anti-contamination sleeve broke when repositioning. The patient survived the event.